Event description:
Complainant alleged that the medics were attempting to defibrillate, pt who was presenting a fine ventricular fibrillation heart rhythm. The medics were using electrodes with the device. The medics charged the device to 200 joules, but the device failed to deliver the energy. The medics then changed the battery and charged the device to 200 joules, but again the device failed to deliver the selected energy. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction. Numerous attempts have been made to obtain additional pt, event info, and to obtain the device for eval. All attempts have been unsuccessful.

Event description:
The complainant indicated that the pt subsequently expired. In addition, the complainant indicated that the pt had a significant medical history.